Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, curved opening, and brown particles in shell. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a smooth curved opening on posterior side in the same location of crease. Based on the device analysis the final assessment was a smooth crease opening assessed as fold flaw opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.